Manufacturer narrative:
No device history records review was conducted since there was no reported lot number and ship history lot review was not performed since item number is unknown. The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter difficult removal. " no adverse trend was indicated. The end user hospital's reported complaint description of difficult removal could not be confirmed as no sample was returned. Without receiving product for evaluation we are unable to definitively determine a root cause fo this incident. Fibrin formation is a potential complication listed in the device directions for use. Patient anatomy and drugs used during treatment may have contributed to the reported issues. (B)(4).

Event description:
As reported by hospital regarding a smart port: "most difficult catheter removal to date. Left subclavian low profile port - extremely difficult to remove. Resistance to removal was at the insertion site rather than subclavian/innominate where the majority of catheters encounter resistance. Inserted guidewire through catheter to support it during withdrawal - but became very concerned regarding fracture of the catheter. Therefore, (via right femoral vein) placed a snare around the catheter tip. Then retracted with the intention of breaking catheter or removing it. Catheter began to slide out - so we kept advancing the snare retrograde into left innominate and then left subclavian. We then withdrew the guide wire through the catheter and retracted even more firmly and the catheter came out - sliding through the loop snare." No device will be returned. No patient injury.